Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and pacing impedances. A lead fracture was confirmed and this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, it is not known weather this lead will be returned. Upon additional information, this investigation will be updated.